Event description:
It was reported that the patient was in the hospital for unknown reasons. The device exhibited >2500 ohms lead impedance in both configurations. Sensing was poor at 0.1mv. The patient was in atrial arrhythmia with fast conduction.